Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had no capture, even at maximum output. The lead was explanted and replaced. During the replacement procedure, the left ventricular lead insulation became damaged. The lv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.